Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s cgm and blood glucose meter both reportedly displayed a value of 562 mg/dl. It is noted that dexcom cgm devices cannot provide numeric readings above 400 mg/dl, suggesting a discrepancy in reported data. The patient was using an omnipod insulin pump at the time. Despite experiencing symptoms consistent with hyperglycemia, the patient reported not receiving an alert from the dexcom receiver. No specific physical symptoms were documented. The patient sought evaluation at the emergency room, where they were treated with an intravenous insulin drip. They were observed for approximately 6.5 hours and subsequently discharged. At the time of reporting, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.